Event description:
The customer alleges she obtained bg results of both 9 and lo, in additional to 2 and lo on the display screen at the same time. No report of an adverse event. Controls were not run. Return requested and replacement was sent.